Event description:
We received a report that a tecnis zmb00 13.5 diopter intraocular lens (iol) was explanted due to a ''exchange for power''. During the explant the incision was enlarged by 1 mm. There were no other surgical complications reported such as a vitrectomy. No patient injury was reported.

Manufacturer narrative:
Explant of intraocular lens; incision enlarged; unexpected post-operative refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under microscope revealed that the lens was received with surface residuals (fiber/particles) on the lens. The diopter measurement test performed to the returned lens and the results were within specifications. No cosmetic damage and/or defects related to the manufacturing process were observed in the returned lens. The lens condition is consistent with a lens that was explanted from the patient's eye. A manufacturing record review was performed and all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.